Manufacturer narrative:
Citation: marco r prosthetic valve endocarditis involving the mitraclip device. J card surg nov;32(11):696-697; epub: 2017 oct 1 10. 1111/jocs.13225 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding prosthetic valve endocarditis involving the mitraclip device. Medtronic received information that a (B)(6) male patient with a medical history of a bentall procedure, mitral valve clips and complete heart block (chb) was implanted with a 29 mm hancock ii bioprosthetic valve in the mitral position (serial number not provided). Adverse events included: re-exploration for bleeding, low cardiac output syndrome, grade iii atrioventricular(av) block and permanent pacemaker implantation. No additional adverse patient effects or product performance issues were reported.